Event description:
It was reported to boston scientific corporation that a capio slim was used in an unknown procedure. According to the complainant, during preparation, the physician performed a functional test by pushing the plunger out of the device. The needle carrier was blocked in the funnel, a strong pull on the handle unblocked the carrier. The device was not used on the patient. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.